Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the edwards tavr valve, pressure in the atrion syringe was lost which resulted in the valve not being fully deployed (approx. 60% deployed). The physician who was inflating the valve said he felt the lack of pressure immediately, and noticed liquid leaking from the green hub on the delivery catheter. It was prepared as per IFU. The delivery catheter was removed and a 22mm balloon was used to fully deploy the valve.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Pre deco evaluation found a kink on volume indicator strain relief, probably due to shipping, and the loader was on the delivery system. Leakage was observed under the strain relief and there was a full break on balloon shaft under volume indicator strain relief. The investigation is ongoing.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, so the investigation was limited to review of DHR, review of physician training and IFU for the edwards commander delivery system, review of complaint databases for similar complaints, review of lot histories, review of photographs, videos/imagery, and manufacturing mitigations. The most relevant work orders for the failure mode reported did not reveal any manufacturing related issues that could have contributed to this complaint. No IFU/training deficiencies were identified. Review of complaint histories reveals that the occurrence rate for leakage for the commander delivery system did not exceed (B)(4) 2016 control limits for this trend category "leakage." Review of lot history for the relevant work order revealed no other complaints for "delivery system leakage.¿ a kink on the volume indicator strain relief (the green hub per the cer description) was observed during the review of a photograph sent with the original report. The kink resulted likely due to a crack on the balloon shaft (the balloon shaft is underneath the strain relief.). Based on the image of the delivery system, the reported complaint of delivery system ¿leakage is able to be confirmed. As part of the manufacturing process, commander delivery system balloon shafts are processed through receiving inspection which includes dimensional and visual inspections per the receiving router. According to balloon shaft inspection thv, each balloon shaft lot is inspected for mechanical damage, twists, knit lines, die lines, delamination, distortion, cracks, surface voids, bubbles, gross discoloration, exposed braid on a sampling plan under a minimum of 2.85x magnification, and the balloon shaft od between the proximal end of the balloon shaft to metal stop sleeve step is inspected with a slide hole gage on a sampling plan. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. These inspections during the manufacturing process and testing performed during the product verification process at edwards lifesciences make it unlikely that a defect in manufacturing contributed to the reported complaint for the "delivery system - leakage." Although the device was not returned for engineering evaluation, review of the photograph attached to the case file confirmed the complaint for the "delivery system leakage." Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. However, this issue is a previously identified manufacturing/device issue. The occurrence rate for this issue did not exceed applicable monthly control limits for the trend category of leakage, no further escalation is required at this time, as the issue has previously been fully documented, analyzed and escalated. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. The updated balloon shaft was introduced in april 2016. Of note, the delivery system in question in this complaint was manufactured prior to the implementation of the balloon shaft configuration design corrective action. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for the month of (B)(4) 2016 for this trend category.

Manufacturer narrative:
Upon removal of the volume indicator strain relief, a break was observed in the balloon shaft. No relevant functional testing was required. The complaint was confirmed based on a balloon shaft break noted. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. The most relevant work orders for this reported complaint event did not identify any issues that would indicate the complaint was the result of a manufacturing non-conformance. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified a review of complaint history from june 2015 to may 2016 revealed other returned complaints confirmed for commander delivery system leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of may 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage exceeded the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. Of note, the CAPA is currently in the control phase. Corrective actions included a change to the balloon shaft¿s material configuration to prevent further occurrences of fracture. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.